Event description:
It was reported that the deep brain stimulation (dbs) patient experienced extrusion at the site of the burr hole cover wherein the device was coming through the skin and causing the patient discomfort. The patient underwent a revision procedure where the full dbs system was explanted. The patient was doing well postoperatively. The devices were retained by the medical facility and were not returned. Boston scientific has been unable to obtain additional information regarding the device models, serial numbers and implant dates. Additional information was received providing the model and lot number of the additional burr hole cover that was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation upn: m365db4600c0, model: db-4600-c, serial: na , batch: 30311902, UDI: (B)(4).